Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement and displacement test. Device received with high sleeping current measurement due to corroded battery tube, and corroded electronic assemblies. No critical pump error (open book image) alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The blood glucose level was 115 mg/dl. The customer reported that there was a red x pointing to a book and the insulin pump keeps on alarming. The troubleshooting was performed for critical pump error. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.